Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While undertaking a triathlon tkr, when the tibia was being prepared for a size 6 tibia the size 4-6 keel punch was used. While malleting in the 4-6 keel punch (ref. (B)(4)) the lever arm of the punch broke off on impaction and left the remaining keel in the patient's tibia. The keel then had the be removed using a bristow and attempting to leaver it out. Another keel/punch was then found in another tray and used so that the procedure could be completed successfully.

Manufacturer narrative:
An event regarding crack/fracture involving a keel punch was reported. The event was confirmed. Method & results: device evaluation and results: ¿the fracture of the keel punch lever occurred in fast fracture overload. The fracture was consistent with the application of repeated off-axis impact loads. Evidence of impact was observed on the top of the lever in line with the fracture directions. The eds spectrum of the material was consistent with 17-4 ph stainless steel alloy. The lever had a hardness of approximately hrc 44. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: not performed as there were no medical records received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the lot referenced. Conclusions: the investigation concluded that the fracture of the keel punch lever occurred in fast fracture overload. The fracture was consistent with the application of repeated off-axis impact loads. Evidence of impact was observed on the top of the lever in line with the fracture directions. No material or manufacturing defects were identified.

Event description:
While undertaking a triathlon tkr, when the tibia was being prepared for a size 6 tibia the size 4-6 keel punch was used. While malleting in the 4-6 keel punch ((B)(4)) the lever arm of the punch broke off on impaction and left the remaining keel in the patients tibia. The keel then had the be removed using a bristow and attempting to leaver it out. Another keel/punch was then found in another tray and used so that the procedure could be completed successfully.